Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual and microscopic examination of the stent found that the stent strut on proximal row 11 was lifted and pulled in a distal direction. The undamaged section of the crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft polymer found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 28x2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.25x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 28 x 2.25 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.25 x 28 mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.